Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the customer was experiencing hbgs and did not treat with a manual injection or change out the set/site. It was conveyed that the customer had an increase in stress level for the past three days. The pump's programming was accurate and passed the leadscrew test. In additional, the customer was instructed to follow the two hbg rule.